Manufacturer narrative:
While speaking with the olympus technical assistance center (tac), the customer was advised not to be hot swapping the scopes, and the customer was unsure if that was being done. The customer was then advised to check the cables and power the unit off and on. Look for pin damage; clean gold contacts with an alcohol prep pad and the socket; let dry; and try the scope again after pressing the escape key on the keyboard. The customer was not in front of the device and would call back if the unit needed additional troubleshooting. Customer later stated via email that the b30 error code had cleared, and the device was functioning normally, and requested that the case be closed. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that an error code b30 scope communication message was displayed on the evis exera iii video system center. The customer reported having swapped out the scopes, but the b30 error message persisted. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.